Event description:
During evaluation of a returned spectrum infusion pump, the device had failed to detect a downstream occlusion and had a delayed keypad response. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). The device was received for evaluation. During evaluation, the device had failed to detect a downstream occlusion and had a delayed keypad response. Visual inspection did not identify any abnormalities that could have contributed to the reported conditions. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported events. The cause of the failure to detect downstream occlusion was identified to be an out of range force sensor which requires calibration to address this issue. The cause of the delayed keypad response was identified to be a failed processor board. The processor board requires replacement to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.